Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently insulin was not observed exiting the tubing during the loading sequence. Customer changed the infusion set and cartridge to resolve the issue. Reportedly, customer used cold insulin versus the labeled room temperature. Customer's blood glucose was 126 mg/dl.